Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastrectomy, the firing stopped halfway. Firing cycle was not completed. The cartridge was removed by cutting the reinforcement sheet. Incomplete staple line was completed by manual suturing.